Event description:
It has been reported to philips that system was not booting up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that system is not starting. Upon troubleshooting, fse found that the host pc could not recognize the hard disk. After bypassing the hard disk system boots normally. Fse suggested customer to replace monoplane host pc no hdd and the system was returned to use in good working order. These codes were updated based on investigation outcome.